Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 7 x 80,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at less than working pressure for a few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at less than working pressure for a few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.